Manufacturer narrative:
It was reported that this patient was experiencing power source switching from port 1 to port 2 and then back again even when the batteries were not depleted. The event only occurred with the batteries. The patient indicated that he had been experiencing this for a month or two, but doesn't think it happened with all the batteries. As a result, four batteries were exchanged. There was no reported injury to the patient. The batteries were returned to the manufacturer for evaluation. Batteries (B)(4) were removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014.1 and are therefore not available for analysis. The batteries were part of fsca apr2014.1 for affected batteries that had exhibited a higher susceptibility for abnormal battery/power source "switching." Based on an internal investigation, it was determined that these batteries have the potential to malfunction due to faulty lishen cells within the hvad battery pack. The most likely root cause of the reported power switching event may be batteries with the potential to malfunction due to faulty internal cells.  The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that this patient was experiencing power source switching from port 1 to port 2 and then back again even when the batteries were not depleted. The event only occurred with the batteries. The patient indicated that he had been experiencing this for a month or two, but doesn't think it happened with all the batteries. As a result, four batteries were exchanged. There was no reported injury to the patient. The batteries were returned to the manufacturer for evaluation.